Event description:
It was reported that the lead dislodged. During the repositioning attempt, there were no accessible veins so the physician abandoned the attempt and explanted the lead with no replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut and the lead appeared damage at implant; full lead returned and analyzed.